Manufacturer narrative:
Importer/complaint handler narrative: product involved in incident was discarded. Will not be returned for investigation. Retain strips of specified lot were checked for defects and no defects were found.

Event description:
Customer called he said that the cap on the strip bottle broke when he tried to open it and desiccant spilled all over his bed. He called poison control and they said that it was a drying agent. He said that it flew all over and some may have gotten in his face. There was no damage to the bottle prior to opening. He has not reused bottle. The beads are very small, so he is concerned about the possibility of remaining desiccant around his home. His major concern was that there wasn't anything that could have been poisonous within the desiccant. He was not given a direct answer as to what the desiccant is, and the people he spoke to acted like it was no big deal. He feels that it was not properly sealed and that's what lead to the desiccant falling out of the bottle cap. He feels that there should be something in the insert or literature about what the desiccant/chemical for any other issues that may happen in the future. I did explain that the bottles are purchased from a third party. Replaced strips and sent return label. The sds for the desiccant was sent to him on (B)(6) 2019.